Manufacturer narrative:
Product event summary: visual inspection of the mapping catheter 990063/ lot number 217792534 showed the shaft was broken at the lemo connector. No ECG signal wires were broken inside the shaft. The signal performance test was unable to be performed as the product was received damaged. In conclusion, the reported (catheter tip kink) was confirmed through testing. The other reported issue (mapping catheter noise) could not be confirmed through testing. The mapping catheter failed the returned product inspection due to a broken shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter tip bent. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.